Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an inappropriate heart rate decrease. The patent remained in monitored care. Telemetry was malfunctioning and the slow rates where not correct. Device functioning was satisfactory.